Event description:
Reporter indicated that the pt is not having the response to vns therapy as in the past. The reporter also indicated that the pt's seizures are increasing. The reporter indicated that the magnet is no longer working for the pt. The pt's caretaker reported that they had swiped the device several times with the magnet to get it to stop a seizure. They were unsure if the magnet swipe stopped the seizure or the seizure ended. The pt indicated that they no longer felt magnet stimulation as in the past. Further follow-up with the pt's neurologist indicated that the pt was having 4 to 10 seizures a day even with medication increases and changing the vns settings. Physician indicated that the pt's seizures have not increased and it is unknown if the vns is related to the event.